Event description:
A customer contacted baxter's technical service center (tsc) regarding smoke, sparks, burnt door, fire from device. The home patient (hp) was dialyzing and heard hissing noises coming from his the homechoice (hc) machine. The hp stated it was night time and he was partially asleep when the machine burst into flames. The technical service representative (tsr) advised that the machine will be swapped. The event occurred during use. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Return of device has been requested. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.